Manufacturer narrative:
A ge service rep performed an on site investigation. The cine connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cine function was not operating. There is no report of pt injury or death.